Event description:
Boston scientific received information that before a normal device change out procedure, this right atrial (ra) was noted to have no sensing and loss of capture at max output. Upon examination, it was noted that lead had dislodged. During the replacement procedure, the removal of this lead was attempted, however it became caught and could not be removed. The lead was surgically abandoned, and the device replacement procedure was successful with no adverse patient effects reported

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.